Manufacturer narrative:
(B)(6). Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A report was received that a physician experienced some difficulty advancing an outback ltd re-entry catheter resulting in damage to the distal tip of the catheter, a kinked cannula needle and difficulty in deploying the cannula needle. The device and its¿ distal tip were successfully removed with no reported patient injury. The event involved a patient with severe popliteal disease who was a high-risk surgical (femoral-popliteal bypass with a very distal p3 anastomosis) candidate. Given the patient¿s co-morbidities, the physician opted to select percutaneous intervention as the first line of therapy. The procedure was initiated via a contralateral approach. The access site was described as calcified and the iliac bifurcation was described as normal, not steep, not tortuous but very calcified. The target lesion was a chronic total occlusion of the superficial femoral artery. A non-cordis sheath was inserted and an approved non-cordis guidewire was advanced without issue. There was no damage noted to the outback device prior to opening the packaging. The outback catheter was prepped properly and the device kept straight according to the instructions for use (IFU). All the ports flushed properly and the cannula actuated smoothly. The site confirmed that the cannula tip was fully retracted prior to the loading of the device. No difficulty was experienced during the loading of the device on the guidewire. Difficulty was experienced while advancing the outback device over the iliac bifurcation and abnormal axial force was used to pass the bifurcation. Difficulty was also experienced in tracking towards the target lesion. The site reported that they then experienced difficulty actuating and retracting the cannula needle at this point. The device was then successfully removed without resistance or difficulty. The procedure was then completed without having treated the lesion. Upon removal, the guidewire was noted to be kinked while the distal tip of the catheter was noted to have separated. Once the sheath was removed, the distal tip of the outback was found within the sheath and was flushed from the device with no further intervention required. The site reported that the damage to the distal tip may have occurred during the advancement of the device over the iliac bifurcation. The interventional physician had used the device three times over the last year and is reported to have not been impacted by any changes in indications, thought leadership or publications. One non sterile catheter outback was received coiled inside a plastic bag. The tip was found separated from the catheter and it was not received. A kink was noted at 2.5 cm from distal end. During microscopic analysis the inner liner present marks of welding. During functional test cannula was deployed without any anomalies experienced. Review of lot 16076225 revealed that no units were rejected during the manufacturing process. The failure catheter tip/distal tip fractured-separated reported by the customer was confirmed. The cause of the failure experienced was not determined; inner liner present marks of welding. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; however the complaint was addressed by risk assessment. The reported cannula/needle (outback only) - deployment difficulty-unable to was not confirmed since cannula was deployed during functional test. The reported cannula/needle (outback only) - kinked/bent-in patient reported was not confirmed since no kinks were noted in the cannula. The exact cause of the failures and the kink found could not be determined, controls are placed to prevent defective units from leaving the facility. No corrective action will be taken at this time. The product IFU instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation /delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Based on the information available for review, there are vessel (calcified bifurcation) and procedural factors (abnormal force used). The reported ¿cannula/needle ¿ kinked/bent¿ event could not be confirmed on visual analysis. The reported ¿cannula/needle ¿ deployment difficulty¿ event could not be confirmed since the device passed functional testing. The reported ¿catheter tip/distal ¿ separated¿ was confirmed based on the visual analysis. The exact causes of the failures could not be determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
As reported, the physician felt some resistance/friction during use of an outback re-entry catheter. The distal tip of the cannula/needle was kinked/bent and the physician was not able to pass the guidewire through the needle/access the lesion. The target lesion was a chronic total occlusion (cto) of the superficial femoral artery (sfa). There was no reported patient injury. The access site was contralateral. There was no damage noted to the device prior to opening the packaging. All of the specified ports were flushed properly. The cannula action was verified during preparation. A cordis guidewire was used. There was no difficulty encountered with the guidewire. The device was straight prior to loading. The guidewire was loaded successfully by flushing the device a second time. The cannula/needle was fully retracted prior to insertion of the guidewire. The cannula actuated smoothly. The guidewire used became kinked/bent as noted after removal. The guidewire was not used previously during the procedure. The physician had performed three (3) cases prior to the reported event. The sales rep. Was not present during the case. The procedure was completed at this point and was no successful. There was no patient injury. No additional information including target lesion information is available. Addendum: the product was received. The distal tip was noted to be detached and not included. The detached distal tip was not noted at the account during the procedure. No additional intervention was noted to retrieve the detached distal tip. The detached distal tip was noted at the account post-procedure.

Manufacturer narrative:
Additional information received indicated that: additional information received indicated that physician had been using the outback for one (1) year and for three (3) cases. The physician¿s technique has not been impacted by any changes in indications, thought leadership or publications. The patient¿s underlying co-morbidities were very severe popliteal disease and high risk for surgery that made the physician select percutaneous intervention as the first line therapy vs surgical options. If percutaneous intervention was not available, the recommended surgical intervention for this patient would have been fem-pop bypass with a very distal p3 anastomosis. The target vessel was a fem-pop occlusion. The approach was contralateral. The access site was calcified. The iliac bifurcation was normal, not steep, not tortuous, and heavily calcified. A non-cordis sheath was used. No guiding catheter was used. An approved/cordis guidewire was used. The outback was prepped properly following the instructions for use (IFU) directions. The cannula/needle actuated smoothly during prep. None of the ancillary devices showed damage after the procedure. Placement or manipulation of any of the ancillary devices (sheath, gw, gc) was not problematic during the procedure. There was some difficulty advancing the outback over the guidewire and over the iliac bifurcation. The ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, was not towards the inferior direction when advancing the device over the horn. There was difficulty getting to the target lesion. There was difficulty actuating or retracting the cannula at this point. The guidewire was not delivered successfully past the lesion. The lesion was not treated successfully. Abnormal axial force was used in movement/torqueing of the outback in passing the iliac bifurcation. The application of force coincided with advancing the device, interaction with ancillary devices, actuating the needle inside the patient, and not with torquing the device, or withdrawing the device. There was no resistance or difficulty removing the outback from the patient. The distal tip separation occurred during deployment of the needle. The primary damage to the nosecone could have occurred during advancement over the aortic bifurcation. The tip was removed from the patient and was inside the sheath. The sheath was flushed to remove the tip. The patient¿s cto lesion was not treated at this time. The recommended course of treatment at this time for the patient is to try to repeat the procedure. No additional information is available. Additional information will be submitted within 30 days upon receipt.